Manufacturer narrative:
There is clear, observable evidence that the foot pedal was damaged by the end user. A plastic nut which secures the foot pedal cable to the foot pedal is cracked. The force which cracked the plastic nut also crimped/impinged the wires within the cable. This crimping/impingement resulted in loss of insulation between the individual wires, enabling bare portions of the wires to contact one another (electrical short). This electrical short resulted in unexpected and unintentional toggling the cutting mode on and off during use, which is consistent with the observed failure. This does not indicate a failure in workmanship. The nico foot pedal has been verified to meet cord anchorage requirements set forth within (B)(4).

Event description:
No patient injury occurred as a result of this product problem. The myriad system primarily consists of a single use disposable handpiece, a console, and a foot pedal. The console and foot pedal are used to control the handpiece. The handpiece is used to aspirate and/or cut and remove fluids and tissues. The myriad system has two modes of operation: suction only; suction with cutting. The mode of operation is selected by the end user using the myriad foot pedal. This foot pedal includes two separate foot switches/pedals mounted to a single metal base. There is a "main" foot pedal and a "side-kick" foot pedal which are located adjacent to one another on the metal base. The sidekick foot pedal is depressed to toggle between the modes of operation, while the main foot pedal is depressed in order to deliver suction and/or suction with cutting to the desired location by the end user. The device problem which occurred on (B)(6) 2016 involved a foot pedal which malfunctioned. Specifically, the foot pedal would unintentionally toggle between the two modes of operation. Toggling between the modes of operation should only occur when prompted by the end user using either the foot pedal or a button on the front of the console. Therefore, an end user may turn the cutter off and intend to only deliver aspiration through the handpiece, but the cutting mechanism may unintentionally and unexpectedly turn on, resulting in the potential for unintended cutting.